Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 that their transmitter had out of range for more than 12 hours. There was no report of injury or medical intervention. No additional event or patient information is available.